Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the user inspected the device function by opening/ closing the basket prior to use, breakage of the basket wires was confirmed. Another device was used instead. There were no adverse events reported.